Event description:
It was reported that non-sustained lead noise due to possible myopotentials oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.